Manufacturer narrative:
Updated fields: b5, b4, e1 event site state, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. Rn in the ICU, called requesting assistance with a fiber optic waveform that was flat line with no numbers. She stated her transducer waveform and pressure are working well. Esp asked her to connect the fiber optic cord, making sure the red triangle lined up to the red triangle. There was still a flat line with no numbers. Esp had jennifer hold down the calibrate pressure key. The pump then said unable to calibrate. Esp had her do this twice without success. Esp checked back in with the night shift nurse, jake. Esp explained to him that the unable to calibrate could be due to position or a kink in the catheter. Esp suggested he get a chest x-ray to confirm catheter position and try attempt to recalibrate fiber optic sensor again.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) fiber optic waveform that was flat line with no numbers.esp personnel instructed the user to hold down the calibrate pressure key, after which the pump displayed an unable to calibrate message. There was no harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) unable to calibrate optical sensor alarm. There was no harm or injury reported. .